Event description:
It was reported that, on an unknown date, the application instrument for external zipfix was inoperable. It was also reported that the device did not malfunction during the surgery nor did it contribute to a death or injury. No patient involvement. No further information is available at this time. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received at service and repair on (B)(4) 2013 and it was deemed to be not repairable. There are no known ncrs associated with this part and lot number. Device was forwarded to complaint handling unit for further evaluation. Investigation is ongoing; no conclusion could drawn at this time. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.